Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The cause of infection was unknown. The field representative was uncertain if the patient was treated with antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.